Manufacturer narrative:
Correction made to d4: lot #: asku (previously submitted as ni). B5: the tpn (total parenteral nutrition) leaked all over the patient's IV pump and belongings. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent solution administration set cracked which resulted in leaking total parenteral nutrition from the tubing during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.